Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer's blood glucose value was 800 mg/dl at the time of the incident. Another blood glucose level was 400 mg/dl. The insulin pump had cracked retainer ring and reservoir was able to lock into place. The customer was not assisted with troubleshooting for high blood glucose. The customer stated that there was no symptoms related to high blood glucose such. The device will be returned for analysis.